Manufacturer narrative:
This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on 18 november 2020.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2020. The patient was not re-implanted with a new device.